Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. This medwatch is being filed to relay additional information.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the device began to harvest an overly thick graft after incorrect assembly of the dermatome, leading to a much deeper thickness at the guard face. Full thickness cut to patients thigh leaving a permanent scar.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. Device is used for treatment. Review of complaint history found additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. The root cause of the reported issue is incorrect assembly by the user of the width plate to the dermatome. The device instructions for use (B)(6) state that users must "be sure the width plate is securely under the outside width plate holders" and that "failure to properly install/secure the width plate may result in a patient injury." No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.